Event description:
It was reported that the customer has a locking rail for mass casualty in a transport van that the cot is becoming unlocked from on occasion. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Event description:
It was reported that the customer has a locking rail for mass casualty in a transport van that the cot is becoming unlocked from on occasion. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that an unknown cot was becoming unlocked. Upon completion of the device evaluation by a field service representative, it was found that the 6506 cot was concomitant to this event and the defect was related to the 6370 floor mount fastener. It was reported by the field service representative that the 6370 fastener has vibrations, wobbly or feels loose and shaking during use. This issue is not likely to result in serious injury or death to the patient or caregiver. Section d and h have been updated with correct product information and manufacturing date.